Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 12-sep-2025. Investigation summary: bd received two samples for investigation. The evaluation of the returned samples revealed floating reddish-brown strands in the liquid density media layer of the tube. These strands are composed of residual silicone coating and trace metals from the liquid density media, which are intrinsic to the components of the tube and not considered foreign matter. Additionally, 60 retained samples were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin, 2 tubes contained foreign matter. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin, 2 tubes contained foreign matter. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.